Event description:
The customer reported to maquet that a spring arm broke during the cleaning procedure. The cupola was held to the spring arm by its cable. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and found the front pivot of the spring arm broken at the weld seam. The fst replaced the broken spring arm with a new one and inspected the balance of the maquet spring arms at this facility. No additional weld seam issues were reported. This malfunction was previously addressed in the u.s. (B)(4). (B)(4) submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.